Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. There were alerts for ventricular lead noise reversion and high ventricular rate. The noise inhibited atrial pacing as well. It was believed that the episodes were true lead noise. Noise was irreproducible in the clinic. The issue was left unaddressed. There were no patient issues.